Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6)2016 the patient had a blood glucose (bg) of 702 mg/dl with symptoms including unspecified ketones, nausea, vomiting, blurred vision, and lightheadedness. The patient was reportedly treated in the emergency room with insulin via the pump, intravenous glucose, and other unspecified treatment. The patient reportedly remained on the pump. Customer technical support reviewed the prime history during troubleshooting and found the prime history revealed the patient did not prime the tubing when inserting a new infusion set on (B)(6) 2016. No issues with the pump were identified during troubleshooting, however the patient insisted that the pump be replaced. It was noted the patient had been diagnosed with bronchitis at the time of treatment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with an alleged non-specific pump malfunction. Use error and diabetes management factors were determined to be contributors in the alleged bg excursion.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: a review of the pump history indicated that the pump was manually suspended on (B)(6) 2016 at 23:19 and was manually resumed on (B)(6) 2016 at 03:41. All loss of prime events observed in the black box were associated with replace cartridge alarms and a cartridge change. There were no unexplained loss of prime events observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor calibration was found to be within required specifications. Unrelated to the complaint, investigation revealed that the piston cap was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.